Manufacturer narrative:
The product remains implanted in the patient. The physician reported the valve was functioning normally and reported no causality between the implant procedure and the reported clinical observation. Should additional information be received, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that this patient experienced a myocardial infarction (mi) during the implant of this mechanical aortic valve. Coronary artery bypass grafting (gabg) was then performed. The physician reported the valve was functioning normally. No other adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.